Manufacturer narrative:
The customer ordered the hv cable and intended to install it. After which the system will operate as intended.

Event description:
The customer reported the system's hv cable is causing the sytem to not work properly. No pt injury was reported.